Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a ce med height te 550cc tissue expander was defective. The valve does not allow the expander to be filled. The malfunction was noticed pre-implant.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the date of event was on (B)(6) 2018. Device evaluation summary: it was reported that a ce med height te 550cc tissue expander was defective. The valve does not allow the expander to be filled. The malfunction was noticed pre-implant. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered there was no difficulty with expansion or fluid removal. No other anomalies were discovered; therefore, the complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).